Manufacturer narrative:
This report is based solely on the customer's reported issue. The device is serviced by a 3rd party and not available for return to the manufacturer. Review of DHR for this mixer found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. Based on the age of the device the likely cause is normal wear and tear. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer refenced file #(B)(4).

Event description:
Customer reported the patient under cec ecls is admitted to intensive care at 9:30 p.m. By the smur (emergency rapid response unit) in (B)(6). On arrival the patient requires an increase in fio2 on the sechrist. However, it is impossible on the latter to make a rotation beyond 80% with the sechrist wheel